Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3650 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. 646516) for female sterilisation. The patient had a medical history of menses irregular, pelvic pain, left lower quadrant pain, back pain, parity 2, multi gravida, obesity, dyspareunia and menorrhagia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3650 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 48 kg/sqm. [Abdomen scan] on 05-apr-2019: clinical history: left lower quadrant abdominal pain. Findings: genitourinary/adrenal glands: symmetric enhancement to the kidneys without focal enhancing mass. No hydronephrosis. No bladder wall thickening. Normal adrenal glands. Bilateral essure tubal occlusion devices are noted. No adnexal masses. Impression: 1. No acute findings in the abdomen or pelvis to explain the patient's stated history of left lower quadrant abdominal pain. 2. Abnormal appearance of the distal esophagus/gastroesophageal junction, compatible with either a small paraesophageal hernia or sliding herniation with prior fundoplication. Appearance is unchanged from 2014 CT. No evidence of associated inflammatory change. 3. Bilateral essure tubal occlusion devices [gynaecological examination] on (B)(6) 2010: indication for exam: menorrhagia findings: there is a hyperechoic area within each cornua consistent with the essure device. Impression: 1. Uterus is normal in appearance. 2. Right ovary is normal in appearance. 3. Left ovary is normal in appearance. 4. The essure device is visualized within bilateral cornua. [Pathology test] on (B)(6) 2019: specimen: uterus,cervix,bilateral fallopian tubes (no ovaries) final diagnosis a) uterus with cervix and fallopian tubes, total hysterectomy with bilateral salpingectomy: 1. Cervix: no significant histologic abnormality. 2. Endometrium: weakly proliferative. 3. Myometrium: leiomyomas. 4. Uterine serosa: adhesions. 5. Right fallopian tube: a. No significant histologic abnormality. B. Metallic coil grossly identified in tube. 6. Left fallopian tube: a. Benign paratubal cysts, otherwise unremarkable. B. Metallic coil grossly identified in tube. 7. Uterine weight: 163 grams. 8. Negative for malignancy. Gross description: a silver colored metallic coil is present in the proximal tube lumen. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporters,medical history,lab data,patient information,lot no.,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3650 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. 646516) for female sterilisation. The patient had a medical history of menses irregular, pelvic pain, left lower quadrant pain, back pain, parity 2, multi gravida, obesity, dyspareunia and menorrhagia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3650 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 48 kg/sqm. [Abdomen scan] on (B)(6) 2019: clinical history: left lower quadrant abdominal pain. Findings: genitourinary/adrenal glands: symmetric enhancement to the kidneys without focal enhancing mass. No hydronephrosis. No bladder wall thickening. Normal adrenal glands. Bilateral essure tubal occlusion devices are noted. No adnexal masses. Impression: 1. No acute findings in the abdomen or pelvis to explain the patient's stated history of left lower quadrant abdominal pain. 2. Abnormal appearance of the distal esophagus/gastroesophageal junction, compatible with either a small paraesophageal hernia or sliding herniation with prior fundoplication. Appearance is unchanged from 2014 CT. No evidence of associated inflammatory change. 3. Bilateral essure tubal occlusion devices [gynaecological examination] on (B)(6) 2010: indication for exam: menorrhagia findings: there is a hyperechoic area within each cornua consistent with the essure device. Impression: 1. Uterus is normal in appearance. 2. Right ovary is normal in appearance. 3. Left ovary is normal in appearance. 4. The essure device is visualized within bilateral cornua. [Pathology test] on (B)(6) 2019: specimen: uterus,cervix,bilateral fallopian tubes (no ovaries) final diagnosis a) uterus with cervix and fallopian tubes, total hysterectomy with bilateral salpingectomy: 1. Cervix: no significant histologic abnormality. 2. Endometrium: weakly proliferative. 3. Myometrium: leiomyomas. 4. Uterine serosa: adhesions. 5. Right fallopian tube: a. No significant histologic abnormality. B. Metallic coil grossly identified in tube. 6. Left fallopian tube: a. Benign paratubal cysts, otherwise unremarkable. B. Metallic coil grossly identified in tube. 7. Uterine weight: 163 grams. 8. Negative for malignancy. Gross description: a silver colored metallic coil is present in the proximal tube lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.